Manufacturer narrative:
Correction:additional information : the lot was manufactured between august 07, 2018 and august 09, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leaks were discovered during multiple process steps before and during patient infusion. One of the leaking bags was discovered while the patient was connected for therapy and the other events occurred prior to patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.